Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the high rate stimulation is not slower adjustable, only higher adjustable. The key on the keyboard did not work. It was also noted that the upper case was cracked, the ring attachment was bent, and the battery contacts were visibly contaminated.

Event description:
It was reported that atrial stimulation is not able to be adjusted down. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.